Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. The customer reported their low event was caused by user error. The customer inserted the reservoir back into the insulin pump without disconnecting at the site. This caused accidental insulin delivery to the customer's body. The customer stated their blood glucose was 33 mg/dl at the time of hospitalization. The customer declined to troubleshoot for the insulin pump. The customer also reported the drive support cap was normal on the insulin pump. The customer declined to return the insulin pump for analysis.